Event description:
Information was received indicating that the cassettes being used with a smiths medical cadd-legacy duodopa ambulatory infusion pump per abbvie were lasting approximately an hour less than they should. It was also reported that the pump was alarming to change the cassette. Per reporter the patient stated that they had not been "using the boost button." No adverse patient effects were reported.